Manufacturer narrative:
Results of investigation for failure analysis: vyaire medical's failure analysis department received the lemo pigtail and visually inspected the pigtail. During the investigation, it was found that pin 1 had shorted and there were visible burn marks.

Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed the ventilator's pigtail shorted. The ventilator was opened up and inspected, and no anomalies were found. Internal components were intact and no signs of burning or burnt residue. Vyaire medical replace the pigtail as a precaution.

Event description:
It was reported to vyaire medical that the power supply receptacle on the ventilator had burn spots on it. There was no patient involvement associated with this reported event.